Event description:
It was reported that the device broke off in the patient.

Manufacturer narrative:
Additional information will be provided when the investigation is completed.

Manufacturer narrative:
The failure mode was confirmed on the returned unit. It had one tooth or fork piece missing at the tip. The detached tooth or fork piece was not returned. Visual inspection found the inserter¿s tip where the anchor is seated to be bent. The analysis per root cause of the previous closed investigations revealed that the most probable root cause identified is user related primarily due to instability of the guide during anchor insertion (user not firmly holding guide), that movement between drilling the pilot hole and inserting the anchor can lead to inserter bending and breakage. According to the information provided the tip of the inserter was implanted into the patient¿s glenoid and that the inserter was bent against the glenoid. The surgeon quickly noticed the tip and retrieved it out of the shoulder. The sales rep informed that he was present for the case, but he did not see if there was an error in technique or product failure. Inserter bending and breakage can be related to the user not firmly holding the guide stable over the pilot hole, between drilling the pilot hole and insertion of the anchor. It is possible that as the guide might have been shifted, between drilling completion and anchor introduction, the tip of the inserter missed the drill hole and one of the two teeth (forked ends) buckled and broke off. This is considered user error, and instructions for guide stability through the anchor insertion process. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke off in the patient.